Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device with a 6fr sheath after a stenting procedure in the right superficial femoral artery. Reportedly, the starclose se sheath was split until the click was heard but the sheath was not completely split and the clip remained on the end of the sheath. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions: a femoral angiogram was taken and calcification was present at the access site. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record revealed no nonconformities related to the reported event. Av review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The abbott internal recall number is 2024168-2/3/2017-001-r. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941].